Event description:
Additional information received from the patient reported that no steps were taken to resolve the therapy not helping and pain in the back/butt. It was stated the reported issue hadn't been resolved.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim. It was reported that it was not helping and there was pain. It was felt like getting stabbing pains in the back/butt for the last 1-2 months. The device was shut off one year ago because therapy was not helping. It was noted that 2 months ago the patient had deep tissue massages and was seeing a chiropractor. Because therapy was not working the doctor had recommended deep massages. It was noted that the patient had a knee replacement in (B)(6) 2015 and after that the back started bothering her and it was all in the right hip. The device never helped and kept having the battery checked. Now the patient was just catheterizing. Since (B)(6) 2016 the device never helped and there was pain in the back and butt.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.